Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a pairing failure with a freestyle libre 3 plus sensor, after which the sensor successfully paired and began providing blood glucose readings without further assistance. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention. User support included troubleshooting and user education conducted by support. Investigation of this case revealed that the pairing issue resolved after reconnection, with no persistent device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity factors.